Manufacturer narrative:
Customer has indicated that the product will not be returned to zimmer biomet for investigation. Reported event was unable to be confirmed due to limited information received from the customer. Review of the complaint history identified two additional complaints that were investigated, and it was determined that no further action is required as patient's bone fractures were intraoperative was post operative. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported revision due to periprosthetic fracture and loosening. The patient was revised due to a femur fracture with loosening of implant after a fall. It was noted that the adverse event is not related to the device.